Event description:
Crews responded to a witnessed collapse, the pt had been having seizures before the collapse. The sheriff's department was doing CPR when crews arrived. Disposable defibrillation electrodes and ECG electrodes were attached to the pt; and pacing was attempted. Reportedly, when the device operator attempted to the adjust pacing current above zero the device alarmed leads and pacing was inhibited. The pt converted to v-fib and was shocked. Drug therapy was started, the pt converted to a bradycardiac rhythm again, all connections were checked and pacing was again attempted without success. Resuscitation efforts were continued and the pt had a pulse at the time of transfer to the hosp, the pt later died.